Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The details of the lesion and patient's anatomy are unknown. The 4.00x20mm liberte bare stent moved on the balloon while the device was being advanced. The device was removed without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.